Event description:
It was reported that when the asymptomatic patient presented in clinic for a follow up, the device was found to be in backup vvi mode. A device code download successfully restored normal function and the device remains implanted.